Event description:
It was reported that the patient's insertable cardiac monitor exhibited loss of bluetooth telemetry. No intervention was performed. There were no patient consequences.

Event description:
Additional information received indicates that once the device was interrogated, an excessive bluetooth usage message was seen due to a significant amount of transmissions. The bluetooth was reset and the device was re-paired to the mobile application.